Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2012-06885. It was reported the pt is no longer receiving adequate coverage. Reprogramming was unsuccessful. X-rays revealed both of the pt's leads have migrated. The pt's doctor plans to evaluate the situation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.